Event description:
Revision surgery - the patient claims to have fallen from a ladder and dislocated his shoulder around (B)(6) time. The surgeon repaired and revised on (B)(6) 2015.

Manufacturer narrative:
Left with surgeon.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocated shoulder after 2 months, 23 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was reported to have been left with the surgeon and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part number and this is the first complaint from this lot. The patient falling down can be considered as a possible root cause. There are no indications of a product or process issue affecting implant safety or effectiveness.